Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 89 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was noted to be lethargic and have a left facial droop. 2 clots were called and the patient was taken to a computerized axial tomography (cat) scan, and afterwards they were still lethargic but arousable by loud verbal stimuli. On (B)(6) 2018 the patient was reported to have returned to baseline mental status. The CT results showed acute on chronic right middle cerebral artery (mca) distribution infarct with new ischemic changes involving the superior right parietal lobe along the posterior margin of large chronic right mca distribution infarct. There was chronic-appearing patchy lacunar infarct in the left thalamus new since (B)(6) 2018.